Event description:
Discordant, falsely elevated glucose results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an unknown instrument and resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated the reagent pack had been switched and the instrument automatically ran quality controls (qc) on the new reagent pack. The qc resulted within range prior to the instrument testing patient samples. The ccc specialist offered to send a customer service engineer to inspect the instrument. The customer declined service because the issue had resolved itself and no additional samples had resulted incorrectly. The cause of the discordant glucose results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.